Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, a patient/layperson reportedly began having prompts of error 2 when attempting to test her blood glucose. At 7:30 a.m. On the same day, while also receiving error 2 prompts the patient was sweating and incoherent. Emergency service was called. After ems obtained a blood glucose of 25 mg/dl on their meter, they treated the patient with IV glucose. The products were replaced. Although the patient successfully performed a blood glucose test with a new vial of test strips for customer service, because the patient allegedly was unable to obtain an actionable result at the time of the event and was treated by an hcp, the complaint is an adverse event.